Manufacturer narrative:
Returned sample review: returned complaint lot samples were evaluated, no defects were found. Retained sample review: the retained sample for complaint batch was tested by visual inspection, no visual defects were found. A device history record review of complaint lot was performed, the product was produced in accordance with process procedures and found to meet in-process and final release criteria. Additionally, the information provided by customer indicated that they were using this glove with bodedex, the chemical protection on the dispenser box does not state that this glove can be used with this chemical. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Manufacturer narrative:
The product involved in this event is available for evaluation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
Holes were reported to be found on the gloves and an employee came in contact with hepatitis b. The customer stated there was no medical intervention and there were no injuries reported. Employee was tested for hepatitis b upon awareness of issue. Additional information was requested on october 31, 2024, and it was reported the employee is currently fine and will have a follow up blood test on (B)(6) 2024 for hepatitis b.